Event description:
A tandem mobi cartridge alarm was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no severe impact. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was successful. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.